Manufacturer narrative:
(B)(4). Functional testing determined that the device functioned within specification. Service of the device could not confirm the reported condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flogard infusion pump experienced an occlusion alarm. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). (B)(6). The reported condition was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.